Event description:
It was reported that a dissection occurred. Resistance was felt upon insertion of the lotus introducer sheath. A 23mm lotus edge valve was advanced and implanted. At the end of the procedure angiography showed a dissection in the femoral and iliac arteries. The dissection was treated with balloon angioplasty. The patient condition was stable post procedure.